Event description:
During follow-up, the right ventricular (rv) lead was noted as dislodged. A lead repositioning was attempted but this resulted in loss of sensing and loss of capture on the rv lead. The rv lead was finally explanted and replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
The reported events of lead dislodgement, loss of sensing, loss of capture and insulation damage were not confirmed. As received, a complete lead was returned in one piece with the helix fully extended and extension length was within specification. X-ray inspection revealed no helix anomalies except over-torque of the inner coil consistent with procedural damage. The reported events of no sensing and no capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed to be cut sustained during the procedure.